Event description:
Information was received indicating that a patient reported that it sounded like a smiths medical cadd-legacy duodopa ambulatory infusion pump was "pumping faster the last couple of days." Per reporter, the patient did not "think/feel like getting medication as should." It was also reported that the "cassettes do not seem to empty as much. Per reporter patient also reports forgetting to adjust the continuous rate on the pump from 4.1 ml/hr during the day to 2.6 ml/hr during the night. " patient reported they felt their "heart racing and internal tremors sometimes." It was also reported the patient feels short of breath and stomach feels like turning around.